Manufacturer narrative:
Lot number is unavailable. Evaluation summary: it was caused due to debris such as stool stuck on the valve. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. During some examinations the valve stuck. This happened during long examinations or if the patient is not cleaned well. The user know this and know how to counteract it. There is no patient or user hurt!!!